Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested and obtained: is a video of the procedure available? Yes. What is the physician¿s assistant and staff members experience loading the device? The staff member has eight years of experience with robotic surgery, including loading the stapler. What confirmation did or staff have that the cartridge was properly seated into the device (heard a click)? Yes, the staff member loading the device heard a click. Were the forces higher or lower than expected while closing the device? The forces were higher than expected, but the device did close completely. Were both the closing and firing handles pulled completely plastic to plastic? Yes, both were closed completely. There was some increased resistance when the closing handle was pulled, but it did go completely closed (plastic to plastic.) The firing handle closed normally. Were any issues noted with cartridge retention during the procedure? No. Were any clips used in the vicinity of the stapler during the surgical procedure? Yes, there were locking clips on the ureter, but these were visualized far enough away from the renal hylum that they would not get in the way of the stapler device. What is the current patient status? The patient has been discharged and is fine, although he lost his spleen and will need to be followed with infectious disease for that. In addition, he has reported memory problems, but has declined a neurology consult at this time.

Event description:
Please see attached user facility medwatch.